Event description:
Per the clinic, the electrode array's have migrated from the cochlea. The patient has discontinued use of the device. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.